Event description:
It was reported that during the right internal carotid artery-ophthalmic (c6 segment) aneurysm treatment, the flow diverting stent (subject device) was successfully implanted. Four days post-procedure, patient had scarpa hematoma requiring surgery. This surgery caused mismanagement of antiplatelet or hypotension which led to intrastent thrombosis causing ischemic stroke with hemiplegia. Thrombectomy was performed and restoration was complete with the patient recovery. According to the site the adverse event had possible relationship with the subject device and probable relationship with the underlying condition. No additional information available.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the right internal carotid artery-ophthalmic (c6 segment) aneurysm treatment, the flow diverting stent (subject device) was successfully implanted. Four days post-procedure, patient had scarpa hematoma requiring surgery. This surgery caused mismanagement of antiplatelet or hypotension which led to intrastent thrombosis causing ischemic stroke with hemiplegia. Thrombectomy was performed and restoration was complete with the patient recovery. According to the site the adverse event had possible relationship with the subject device and probable relationship with the underlying condition. No additional information available. Additional information received clarified that the adverse event had a probable relationship with procedure, subject device and dapt and was not related to patient's underlying condition.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated this complaint refers to the 2nd stent that was implanted. The procedure was completed successfully when the 2nd flow diverting stent was successfully implanted & completely covered aneurysm neck. Total procedure duration was 120 mins. No adverse event was reported so far. The puncture site was right femoral. The image results showed acute infarction on the territory of the superficial and deep right middle cerebral artery. Absence of the right internal carotid artery 25mm from its bifurcation. The adverse event update indicates probable relationship to procedure, subject device and dapt (dual antiplatelet therapy). Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported ¿patient stroke¿, ¿patient hematoma¿, ¿patient vessel thrombosis¿ and ¿patient neurological deficit¿.